Event description:
Failed penile prosthesis. Prosthesis removed. Surgeon noted that there was a disruption in the tubing connecting the reservoir to the pump at the point of the connection where the connection had eroded through the tubing.